Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4), registration number: 3009121749. Attempts were made to gather thorough event information during complaint processing; the physician commented that peeling of the ptfe coating was not related to product quality but operational content. The patient was discharged five days after the procedure. The returned guidewire had no notable deformity like kink. The ptfe coating was intermittently peeled off for approximately 280mm in longitudinal direction toward distal. Repeatability was tested by using an unused 0.014 inch guidewire inserted into a metal inserter. When the sample guidewire was made to contact on the edge the metal inserter, similar longitudinal peeling of the ptfe coating was observed. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the subject guidewire was used with a sharp-edged inserter. When the guidewire was inserted into the vasculature, the edge of the concomitant inserter contacted the surface of the guidewire and scraped off the ptfe coating. There was no indication of product deficiency. Although the physician commented there was no adverse sequela secondary to this incident, a possibility of ptfe coating fragment remaining in the vasculature could not be ruled out. The IFU states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During pci to treat acute myocardial infarction in the rca #1, the subject guidewire was delivered through a concomitant angiographic catheter (a guide catheter was used but failed to engage) into the rca. The angiographic catheter was exchanged to the guide catheter and this time it was successfully engaged with the rca. An aspiration catheter was delivered over the subject guidewire and aspirated a thrombus, ivus was used, and aspiration was done again. In the collected thrombi, green foreign substance was found. No particular intervention against the green substance was taken. The procedure was resumed. The blood flow was reestablished and the procedure was completed.